Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had a chronically high and rising left ventricular (lv) lead pacing threshold that was attempted to be reprogrammed at a previous appointment, however, there were no other suitable vectors. The physician noted the device was exhibiting unexpected battery depletion. It was confirmed the tone the patient was hearing was not coming from the device. The device and lv lead remain in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they thought their crt-d battery was depleting very quickly. The crt-d remains in use. No patient complications have been reported as a result of this event.